Event description:
New information received stated that the post paced t wave over-sensing was monitored during subsequent visits and the device was reprogrammed. The programming changes resolved the over-sensing anomaly as the t wave had also diminished since implant. No further incident was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implantable cardioverter defibrillator implant procedure, the device exhibited t wave oversensing when the lead was connected to the can. It was noted that the patient was dependent on pacing and required adjustment to the post paced sensing. The physician also reported concerns that the ventricular fibrillation rhythm was under-sensed when the young patient atrial tracked at high rates. The physician elected to monitor the patient and make adjustment at the next scheduled follow up. The patient was reported to be in stable condition.